Manufacturer narrative:
Concomitant medical products bsc-cup pf 3 hole closed ti/ha 52mm (cat#: 382-44-52 / serial#: (B)(4)). Xonit pe liner standard (cat#: 420-36-44 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) y/o male patient had undersized, varus stem that had become loose (aseptic). Surgeon removed the stem and cup and implanted a srom stem and zb g7 dual mobility cup. Patient was last known to be in stable condition following the event. The device is not for evaluation due to facility policy.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of wear of an insufficient bond between the implant and the bone due to implanting a femoral stem that was undersized compared to the patient¿s anatomy which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. The most probable root cause associated with the reported event of "loosening - femoral stem" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.